Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone distal to the bevel edge; this failure mode is indicative of a fracture beneath the metal cap; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and not returned with the product; the glass cap exhibits mild devitrification at output window; the metal cap exhibits mild detritus adhesion and moderate crystal deposits on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber "it's just not working" at 90,685 joules and 11:24 minutes of use. The fiber tip (cap) was cleaned during the procedure. A second fiber was used to complete the procedure. Patient outcome: "no injury."